Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 (influenza a&b negative). The same sample was retested twice on the same cobas liat analyzer and generated a negative result for all three targets. The same sample was also retested on a different platform (a pcr system manufactured by kawasaki heavy industries and sysmex) which yielded a negative result for all three targets. It is unknown which results were reported out, if any. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
A root cause has not been identified. Possible causal factors may be sample processing related including off-label collection and cross-contamination. This is a run-specific issue and the reagent is performing as expected. The product is performing as expected and no systems related issues were identified. Initial reporter name and address: (B)(6).